Event description:
Review of service data detected a reportable event. During servicing, electrode belt sn (B)(4) failed the pulse lead high-pot test. The last patient to use this belt did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. Upon investigation, the pulse wires in the distribution node had cold solder joints. The cause for the test failure was the cold solder joints. The root cause for the cold solder joints was unable to be positively determined. No adverse event resulted from the cold solder joints. The last patient to use this belt did not report any deficiencies.